Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a bd syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub before use. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and the shield was difficult to remove. Verbatim: relion consumer reported, needle hub separated when removing shield stated, shield was difficult to remove".

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that a bd syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub before use and was difficult to operate. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and the shield was difficult to remove. Verbatim: relion consumer reported, needle hub separated when removing shield stated, shield was difficult to remove" h.6. Device code: 1354; 2338. H.6. Investigation: customer returned four (4) 0.3ml insulin syringes. The customer also returned an additional note stating ¿2 that won't withdraw fluid are older + this is not the original bag". Consumer reported, needle hub separated when removing shield; stated, shield was difficult to remove. All 4 returned syringes were examined, and it was observed that 2 syringes were returned in a polybag noting that the syringes did not withdraw fluid, and 2 syringes were returned in another polybag noting that the needles were stuck in top covers. The former 2 syringes were tested for flow: these 2 syringes were unable to draw properly. A wire test was then performed on these 2 samples: the wire was able to pass through the cannula of 1 of the syringes, and it was observed that small, clear residue was along the side of the wire after being through the cannula. On the syringe that the wire could not pass through, it was observed that a small clear residue was at the tip of the cannula. Under the microscope the residue from both cannula was identified as residual silicone from the manufacturing process. Next, the other 2 syringes were tested to determine the shield removal force. Both of these syringes tested within shield removal force specification, and no evidence of manufacturing defect was observed. A review of the device history record was completed for batch # 9231336 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200872529] noted that did not pertain to the complaint. There were two (2) notifications [200872129, 200872284] noted for cracked hubs. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (clog) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (hub separates, shield does not detach as intended) process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined.

Event description:
It was reported that a bd syringe 0.3ml 31ga 8mm 10bag 500 wal separated from the hub before use and was difficult to operate. The following was reported by the initial reporter: "it was reported that the needle hub separated when removing the shield and the shield was difficult to remove. Verbatim: relion consumer reported, needle hub separated when removing shield stated, shield was difficult to remove."